Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been received for evaluation. Method: no testing methods performed.

Manufacturer narrative:
This device is used for therapeutic purposes. The product analysis noted: received one (1) sample without the original pouch and label. The condition of the device showed customer use/handling, based on the damages observed on the returned sample. From visual evaluation, the spiral wrap was found broken near the tip causing the tip to detach / separate. The bur head was viewed under magnification and no obvious physical damage was noticed on the bur head. The irrigation clamp was found displaced and the irrigation tube was found bent likely due to customer handling/use of the device. No obvious damages were noticed on the hub of the device to indicate customer misloading of bur inside the handpiece. The inner shaft showed circular markings which may be indicative of excess pressure applied by the customer during use. The spiral wrap breakage near the tip is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to spiral wrap breakage near the tip. There was no evidence on the returned sample to indicate any manufacturing defect. (B)(4).

Event description:
It was reported that during a procedure the bur broke. The broken fragment(s) was retrieved from the surgical field. There was no report of patient injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.